Manufacturer narrative:
The insulin pump was received with a cracked reservoir tube lip and a scratched and worn display window.

Event description:
It was reported that the customer had a cosmetic damage on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer insulin pump got many scratches and display worn.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.